Event description:
Patient reports she has been using the q syte adapter to access her remodulin and the remodulin keeps leaking from the vial. Pt was advised that is not our preferred vial adapter for remodulin. Suggested patient try the remodulin vented vial adapter budp1800sc. Patient was agreeable to change. Informed patient that the new vial adapters are vented so she does not need to add/remove air to vial. Discussed with patient that if vial is leaking the remodulin may be contaminated so we would be sending replacement vials for early am delivery and patient can change cartridge as soon as medication is received. No other information available. Reported to (B)(6) by: patient/caregiver.